Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent low blood glucose (bg) levels (55 mg/dl) and food was consumed to address the low bg levels. The customer did not know what had caused the low bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was confirmed in pump logs on (B)(6) 2017. Lower bg levels occurred during mid-morning hours of (B)(6) 2017. Basal rate had one setting of .5 u/hr throughout the day. Basal rate settings have since been lowered throughout the night and raised during noon time. There were no erratic bolus requests. User may have needed to adjust basal rate setting at the time of the low bg level. Basal rate setting have since been adjusted. There was no evidence of device malfunction.